Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to observed noise on both the pacing system analyzer (psa) and pacemaker channels with an impedance of 1800 ohms. A different rv lead was used in its place, with no noise seen and a satisfactory impedance of 800 ohms. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to observed noise on both the pacing system analyzer (psa) and pacemaker channels with an impedance of 1800 ohms. A different rv lead was used in its place, with no noise seen and a satisfactory impedance of 800 ohms. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed typical surgery-related damage only and was otherwise unremarkable. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.